Event description:
On 21-nov-2025 the user¿s wife reported that on (B)(6) 2025 the user experienced hypoglycemia with a bg of 39 mg/dl. The user attempted to treat the low bg prior to ems involvement. The user was treated on scene by ems with intravenous glucose and oral carbohydrates and was not transported to the hospital.

Manufacturer narrative:
It was reported that the user experienced a low blood glucose event requiring ems treatment with intravenous glucose and oral carbohydrates. No malfunction of the device has been identified based on available information, and the user subsequently requested discontinuation of the ilet. The device has not been returned for evaluation, and a follow-up MDR will be submitted if additional findings become available. Off-label use occurred as device was used to treat diabetes mellitus, type 2.